Event description:
Hyperglycaemia [hyperglycaemia]. Insulin odour abnormal (strong insulin odour) [product odour abnormal]. Pts mother did not handle correctly the pen [wrong technique in drug usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "hyperglycaemia" beginning on (B)(6) 2014, "insulin odour abnormal (strong insulin odour)" beginning on (B)(6) 2014 and "pt's mother did not handle correctly the pen" beginning on an unk date, and concerned a (B)(6) male pt who was treated with novorapid penfill (fast-acting insulin aspart) and novopen echo (insulin delivery device) both from unk start date due to type 1 diabetes mellitus. Pt's height: 135 cm; pt's weight: 31 kg; pt's body mass index: 17.01. Medical history included type 1 diabetes mellitus (duration not reported). The pt had family history of diabetes. Concomitant products included novopen junior (insulin delivery device) and lantus (insulin glargine). The pt was treated with novorapid penfill by using novopen echo for type 1 diabetes mellitus. Novopen echo was bought this summer. It was reported that, the pt presented with hyperglycaemia since (B)(6) 2014. On (B)(6) 2014, the pt's mother had changed novorapid penfill. The pt's mother found that, since this date, there was a strong insulin odour, associated with hyperglycaemia. No leakage or fissure was found. The pt's mother thought that, hyperglycaemia was due to the pen. According to the pt's physician, the cartridge was changed and an old novo pen junior was used, despite this change, hyperglycaemia with blood glucose value of 3 g/l (unspecified date) was persisted. It was noticed that the child regularly ate chocolate which can explain this imbalance in glycaemia. The result of hba1c (glycosylated haemoglobin) was ongoing. It was reported that, according to the pharmacist, the device did not malfunction because the pt's mother did not handle correctly the pen. The alternative aetiology was mentioned as that the pt grew. Action taken to novorapid penfill was reported as dose decreased (value was not reported). The outcome for the event "hyperglycaemia" was reported as recovering/resolving. The outcome for the event "insulin odour abnormal (strong insulin odour)" and "pt's mother did not handle correctly the pen" was not reported. No further info available.

Manufacturer narrative:
Investigation results: name: novorapid penfill 100 u/ml, solution injectable en cartouche, batch number: dt60325. A visual examination of the received sample has been performed. A batch trend report has been created. Nothing abnormal was found. On (B)(6) 2015, novopen echo is added as suspect product by novo nordisk based on the investigation result. MFR's final comment: on (B)(6) 2015, the suspected novopen echo has been returned to novo nordisk a/s and the investigations showed that pen was working according to specifications. However a read-out of the electronic memory module indicated that the user had injected either without a needle or with a blocked needle attached to the pen. This was also confirmed by analysis of the penfill which disclosed an increased pressure in the penfill. There is no info in the case whether the user changed the needle after each injection or injected without needle attached and it thus is not possible to identify a root-cause for the experienced adverse events or find similar cases to argus case 434310. In addition, the pt's consumption of chocolate is a plausible contributing factor to the event "hyperglycaemia". Regarding the paint from the pen has smudged onto the dosage sector, the fault is considered a minor nn fault and it is assessed as not related to the reported event. Eval summary: name: novopen echo rouge, batch number: dv40042. No unusual smell. The pen is received with a penfill mounted. Upon receipt of device the mounted penfill was under pressure, indicating an attempt to deliver insulin without any flow in the insulin delivery system (device/penfill/needle). A batch trend report has been created. Nothing abnormal was found. The electronic register was checked. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. All mechanical functions are normal. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. Paint from the pen has smudged onto the dosage selector. The fault has occurred during production of the device. The memory display showed "--" (two lines) after injection. After the injection to follow the memory display will function again. The observed problem is caused by accidental misuse of the device or use of a blocked needle.